Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriately a shock due to atrial flutter oversensing. It was determined that the root cause of the issue was the misunderstanding of the patient rhythm by the device. A follow up was performed and the device was reprogrammed and will continue to be monitored. This system remains in service. No further adverse patient effects were reported.